Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-july-2018 with the following findings: the keypad was confirmed to be intact and all keys respond appropriately. Investigation was unable to duplicate the complaint. The keypad cover was removed and no contamination was found under the key contacts. There were no button contact defects observed. Unrelated to the original complaint, the pump cover was removed and internal moisture was found on the pump circuit board and keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.